Event description:
It was reported that the right atrial (ra) lead fractured, had high impedance and currently no atrial capture. It was also reported that the ra lead has had far field r-wave (ffrw) in the past and some t-wave oversensing (twos) noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There were four patient alerts for out of tolerance (oot) sub-threshold lead impedance between (B)(6) 2012 and (B)(6) 2013. Daily pace lead trend data shows an increase for min and max a pace=552 to 5952 ohms peak between (B)(6) 2012 and (B)(6) 2013. Concomitant products: d164awg implantable pacemaker cardi/defib, implanted: (B)(6) 2009. Concomitant product: 6947 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).